Event description:
On (B)(6) 2010, patient reported 6 months ago, she was having some issues with low blood glucose at night. Patient stated she would go as low as the 30 mg/dl range. Patient reported she would be unreasonable and would crawl around in the bed. Patient stated her husband would always help her by getting her glucose tablets and juice. Patient reported that would always bring her back up to normal. Patient's normal blood glucose range is 95-115 mg/dl. Patient stated she was having a couple of glasses of wine in the evenings and that is what was causing her to go low. Patient reported since she has stopped having wine at night she has not had any more night time lows. Patient stated is also using a continuous blood glucose monitor which has helped. On call back to patient on (B)(6) 2010, patient reported when her husband would help her, she needed his assistance. Patent stated sometimes he would have to giver her the gel because she was unable to chew. Product was replaced and requested return of the suspect product for evaluation.